Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The case was escalated and it was recommended re-linking of the sensor. Despite multiple contact attempts and a final email, the user remained. Unresponsive. As per dms review we can confirm the user did the sensor relink on (B)(6) 2025. Following the relink, data showed improved agreement between blood glucose and sensor glucose values. The user was advised to continue using the system.

Event description:
On 27 may 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 25 august 2025 g3.date received by the manufacturer? 25 august 2025 h6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.